Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. The patient reported that he was currently going through withdrawal and ¿the top of the pump is broken¿ so he was in the hospital.